Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and found that the safety disk was not fully attached. The fse tightened the safety disk and found no further problems. The iabp passed all calibrations, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use. The full name of the event site listed, is (B)(6). An abbreviation was used due to the full name exceeding the maximum character limit for that field.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed with a "low vacuum" alarm prior to the iabp being used on a patient. No adverse event has been reported.